Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device control unit did not function. It was also observed that the device failed the following pre-tests: a strange sound was heard while trying to run the device in forward/reverse mode operation, the reverse mode did not function and the power and switch mode test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.